Event description:
It was reported that during the procedure in the mildly tortuous, moderately calcified, mid left anterior descending artery for treatment of a 90% de novo lesion, a xience prime stent was successfully deployed. A nc tenku dilatation catheter was advanced over a non-abbott .014 guide wire and resistance was felt with the guide wire. An attempt was made to remove the dilatation catheter from the guide wire and resistance was felt. Force was applied and the tenku catheter tip separated outside of the patient anatomy. The device was removed from the guide wire and dilatation was completed using a non-abbott balloon and the same guide wire. There was no reported adverse patient effect and no reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough extra floppy; guide catheter: brite tip 6f jl4; stent: xience prime 3.0x23. (B)(4). The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4) company, ltd. Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us evaluation summary: the device was returned for analysis and the reported difficulty with the guide wire was not confirmed. The tip separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that warnings section of the instructions for use (IFU) warns: if resistance is met during manipulation, determine the cause of the resistance before proceeding. If the resistance cannot be eliminated, remove the interventional devices as a unit. Based on the information reviewed, there is no indication of a product deficiency.